Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call on 13-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer's mother and stated the customer was currently in the hospital; customer went to the hospital after initial call on (B)(6) 2020. The customer was diagnosed with hyperglycemia and was administered insulin and IV fluids for hydration. Mother stated that son was not a diagnosed diabetic and that the truemetrix meter was her meter. Note: manufacturer contacted customer in a follow-up call on 20-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer's mother and stated the customer was still hospitalized. Mother stated they were performing tests and was not allowed to see her son. Customer's mother was unsure of all the medical treatment he was receiving. Note: manufacturer contacted customer in a follow-up call on 23-jul-2020 to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. Mother is calling on behalf of the customer. The product is stored according to specification in a closet. Customer's test strips were expired - manufacturer's expiration date of 08/16/2019 and mother was also unsure if open vial date. The customer did have another vial of test strips that had been stored and handled correctly, mw4071s, manufacturer's expiration date of 07/24/2021. During the call, a blood test was performed by the customer and produced e-5. At the time of the call, mother stated that son was thirsty and also was in a daze. Mother stated that she was going to call 911.